Event description:
Two patients at (B)(6) hospital were under treatment using the irraflow afes. One patient experienced a delay in treatmenty secondary to an irraflow control unit 4.0 bubble sensor failing to sense bubbles in tube set/ cassette tubing. Another control unit was not available. This caused an interruption in patient care and ability for the patient to receive treatment and drain for 1+hour since no back up control unit was available on site, since 2 irraflow patients were running. A patient needed to be switched to a standard evd accudrain and working system exchanged to continue treatment and monitoring of icp. The subject device was returned and the malfunction of the bubble sensor was confirmed. No further information was provided.